Event description:
The customer reported there were exposed wires on the interconnect cable. The customer was still using the unit. Also the system displayed poor image quality.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep troubleshot the adjusted interconnect cable. He made adjustments on camera and verified tracking unit. The rep informed the customer that the system was only a 5r unit and that the image quality would not be as good as a 10r unit. The system operates as intended.